Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call having issues with there sensors not lasting. The customer¿s blood glucose level was 40mg/dl at the time of the incident. The customer treated low blood glucose levels with glucose tab, declined to trouble shoot for low blood glucose levels. The insulin pump is being replaced and is expected to return for analysis.